Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected numbers ramping and scroll bar moving with no input noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump receive stuck button error alarm again. Customer stated that numbers was ramping on their own also the scroll bar was moving with no input. Customer stated the insulin pump was exposed to change in altitude. No harm requiring medical intervention was reported. The device will be returned for analysis.